Event description:
It was reported that during follow up in (B)(6) 2013, high threshold and decreased sensing were observed. The physician suspected the lead had dislodged. At lead revision in (B)(6) 2013, threshold and sensing were within normal range. After diagnostic imaging was performed, dislodgement was still suspected. Lead was explanted when repositioning was unsuccessful.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The damage found was sustained during the surgical procedure. The lead was otherwise normal.